Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the patient's implantable cardiac defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo); possibly due to myopotential oversensing. There was no intervention performed, the patient will continue to be monitored.